Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 40 events were reported for this quarter. Product return status: 40 devices were received. Evaluation status: confirmed 33 reported events were confirmed during testing. 33 devices were found to be affected by missing paint chips. In progress: 7 device evaluations are in progress.   Additional information: 40 devices were not labeled for single-use. 40 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device had paint chips missing. 40 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device had paint chips missing. 40 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 40 previously reported events are included in this follow-up record. Product return status 40 devices were received.   Event confirmation status 40 reported events were confirmed; the cause traced to component failure. Evaluation results 40 devices were found to be affected by missing paint chips.